Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what does catching mean? Was the device difficult to open? Was the device difficult to close? Force to close instrument was higher than normal. Catching means that firing the instrument was not smooth. Additional information received: here is some feedback from the surgeon regarding the mca issues when I asked him if the appliers always had a catch or were hard to fire: ¿sometimes. Interestingly it¿s not just 1 issue. Misfiring, catching, scissoring, multiple clips fired at once.... Can¿t speak as to stage of stroke¿

Event description:
It was reported by the sales rep that during a diep flap procedure the clip applier had a high force to fire and were "catching". A like device was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch #: r92m1x. Device analysis: the analysis results found that the msm20 device was returned with a clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 6 clips as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.